Event description:
Rn reports patient line of homechoice set was not priming completely during a training procedure. Rn able to prime line after a reprime attempt. Per rn, there was no patient injury or medical intervention as a result of incident.